Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025. During the procedure, the strap at the distal end of the device broke, resulting in the endcap being detached. The procedure was completed with another device from the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 is being used to capture the reportable event of cap detachment of device or device component. Block h11: the returned overstitch ess sx was evaluated. Visual inspection confirmed that one of the two straps on the endcap was detached and not returned with the device, and the remaining strap was fractured. These findings provide sufficient evidence to support the events of cap detachment and strap breakage. Based on the condition of the device, it is most likely that procedural factors, including handling of the device and the technique used by the physician (e.g., force applied during use), contributed to the observed damage. A review of manufacturing records confirmed that the device met all manufacturing specifications prior to distribution, and no manufacturing deviations were identified that could have contributed to the reported event. There was no evidence of improper use of the device relative to the instructions for use (IFU). Additionally, there were no issues identified related to IFU labeling content, including translation, wording, or graphics. Based on the available information, the probable root cause of the event is determined to be adverse event related to procedure.

Manufacturer narrative:
Block h6. Device code a0501 is being used to capture the reportable event of cap detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025. During the procedure, the strap at the distal end of the device broke, resulting in the endcap being detached. The procedure was completed with another device from the same model. There were no patient complications reported as a result of this event.